Manufacturer narrative:
The case was downgraded as the vitrectomy cutter is used for planned vitrectomy which resulted from a capsule tear during cataract surgery. No further information will be provided for this case. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the vitrectomy cutter is not an implantable device. Section d6b: if explanted, give date: not applicable, as the vitrectomy cutter is not an implantable device. Section h3: the vitrectomy cutter was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that their surgical adjunct device malfunctioned during a cataract surgery, resulting in a posterior capsule tear in patient's oculus dexter (od) right eye. The device's tip was found to be non-functional upon testing, necessitating the use of a new device to complete the procedure. A vitrectomy was performed. The intraocular ar40e lens with serial number (B)(6) was implanted. The patient is reported to be fine post-surgery. No further information was provided.